Event description:
Endurant stent grafts were implanted in patients during the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates. The following adverse events were reported: stent angulation/stent thrombosis, iliac limb occlusion, reintervention/thrombectomy, in termittent claudication/buttock claudication, gross hematuria and renal dysfunction post intervention. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; application of the angiojet ultra thrombectomy device for the percutaneous mechanical treatment (pmt) of iliac limb occlusion after endovascular aneurysm repair (evar) xiaofeng han, guangrui liu, tiezheng li, and xi guo, ann vasc surg 2022; 78: 161¿169 https://doi.org/10.1016/j.avsg.2021.06.016. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.